Manufacturer narrative:
The qcs were acceptable. The field service engineer found that the preventive maintenance was due. He performed preventive maintenance, cleaned the ion-selective electrode ise bath assembly, replaced the reference electrode, replaced the ise reagents, and rebuilt the vacuum pump. He replaced the mechanism tubing, bath windows, and ise clean cell valves. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ise sodium results from the cobas 6000 c 501 analyzer. Patient 1 had an initial result of 152 mmol/l. The patient was sent to a hospital to have their blood drawn again, and the na result was 144 mmol/l. The original sample was repeated with a result of 145 mmol/l. Patient 2 had 2 tubes drawn at the same time. The result for tube 1 was 153 mmol/l and the result for tube 2 was 141 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.